Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The generator was powered on but not in use. Something in the generator popped. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and as the device was not returned to olympus, root cause of the reported issue cannot be determined. It is concluded that the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The possible causes are : 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between high voltage power supply board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7 ¿ a defective transformer tr1 at the generator board (permanent fault). 8 ¿ a defective current transformer at the generator board (permanent fault). 9 ¿ a defective impedance converter at the generator board (permanent fault). 10 ¿ a defective peak value rectifier at the generator board (permanent fault). 11 ¿ missing activation for the output stage of the generator board (permanent fault). 12 ¿ too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13 ¿ no or a too low supply voltage of the high voltage power supply board (permanent fault). 14 ¿ a defective high voltage power supply board (short circuit at the mosfet transistors, permanent fault). 15 ¿ a defective motherboard (short circuit at the thermistor, permanent fault). 16 ¿ a defective motherboard (defective printed circuit board, permanent fault). 17 ¿ defective transient voltage suppressor diodes at the relay board (permanent fault). Olympus will continue to monitor field performance for this device.